Manufacturer narrative:
The subject device was returned to olympus (B)(6) but has not been returned to omsc. Olympus (B)(6) checked the subject device for evaluation. It was found that the front panel unit failure which occurred the buttons of the front panel were out of function. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(6), that the buttons on the front panel of the subject device were not responded. The subject device had been returned from the user because there was front panel malfunction. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and since it had been passed 8 years since manufacturing the subject device, omsc presumed there was the possibility this phenomenon was attributed to a wear-out failure of the electrical components of the subject device front panel. If additional information becomes available, this report will be supplemented.